Event description:
A report was received that the pt was feeling ill and vomiting about a day after the implant procedure. The pt was admitted to the hospital and was experiencing numbness and loss of feeling in her legs. The physician determined that the pt had a hematoma and performed an emergency decompression. The pt was reportedly doing fine.